Manufacturer narrative:
Although the reported driveline fault alarms were confirmed through evaluation of the submitted system controller log file, a cause could not be conclusively determined through the evaluation of the returned portion of percutaneous lead (driveline). The manufacturer¿s technical services representative performed a driveline repair on (B)(6) 2017 and the replaced portion of the distal end percutaneous lead (driveline) was returned for evaluation, measuring approximately 16.5 inches. Visual inspection of the outer silicone jacket, bionate layer, metal braided shield and wires was unremarkable. Electrical continuity testing did not reveal any discontinuities or shorts. The distal end percutaneous lead (driveline) was submerged in a saline bath for high potential testing and did not reveal any evidence of current leakage through the wire insulation. The evaluation did not reveal any issues that would have contributed to the reported events captured in the log file. Following the repair, the account reported the alarms returned. Per complaint (B)(4), the patient remains ongoing on vad support on a non-grounded patient cable. Review of the submitted system controller log file for this complaint shows the driveline fault alarms currently active and silenced, as recommended by technical services personnel. The patient is currently listed for 1a transplant. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 1 month. The patient remains ongoing with the device. However, a portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the lvad system produced a driveline fault alarm on (B)(6) 2017 which initially resolved with a system controller exchange. The patient was reported to be asymptomatic. On (B)(6) 2017, it was reported that another driveline fault alarm occurred. The system controller was exchanged; however, an additional alarm occurred shortly afterwards. The manufacturer¿s technical service representative reviewed the submitted log files and observed a high impedance on one of the wires. Review of submitted x-rays showed some areas of concern on the portion of the driveline internal to the patient. X-rays of the external portion showed no evidence of damage. On (B)(6) 2017, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement. It was reported that driveline fault alarms did not immediately return after the replacement. No additional information was provided.